Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50 serial#: (B)(4), description: coveredge 32, 50 cm 4x8. Surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing a shocking sensation at the ipg site and the paddle had moved and frayed. The patient underwent an ipg and lead replacement procedure due to lead migration and inadequate pain relief. The patient was doing well postoperatively.